Event description:
Hna classic release 306 data files may become corrupt when an application program that prints a report has the portion of its memory containing the print file identification overlaid in such a way that the print file identification actually points to another file the application is using. This is a random occurrence and is unlikely to happen often, but when it does report data is written into that other file. Where it will write in the file is unpredictable so it is possible that valid data anywhere in a record can be overwritten by erroneous data. This will cause loss of valid data and though not likely, potentially the introduction of data which is erroneous but that may appear correct to the user. The issue has been identified at two client sites. The clients reported to cerner that the file corruptions did not result in any adverse pt care events. Cerner provided to the potentially impacted client sites software utilities that monitor files for the presence of this type of corruption.